Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code captures the reportable event of guide catheter broken. This event was reported to the FDA via a voluntary medwatch report. The report number is mw5078607. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-60418, 3005099803-2018-60420, and 3005099803-2018-60392 for the associated device information. It was reported to boston scientific corporation that a flexima biliary stent was used in a procedure, performed on (B)(6) 2018. According to the complainant, during the procedure, three preloaded boston scientific stents (7fr x 5cm, 7fr x 7cm, 7fr x 10cm) had their deployment break during deployment. The physician was able to place another 7fr x 7cm stent using just the stent and a different catheter. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.